Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, the luer at the sparger filter side of the shunt sensor was too tight to turn and eventually broke. The product was changed out. There was no delay, and the surgery was completed successfully.